Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned. Further investigation indicated, the whole screen displayed a green background, not just the scope image. Both the sdi (serial digital interface) and the dvi (digital visual interface) out signals showed a green screen. Regarding the white balancing issue, the customer was advised to use a white balance cup and a piece of gauze to white balance, the brightness mode to be in auto and the white balance button to be held in for about three seconds. The customer used the sheet of white paper or white tape. The customer was advised anything with reflection might interfere with the white balancing process and the issue was resolved. The investigation is ongoing and a supplemental report will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the videoprocessor was lost towards the end of a fees (fiberoptic endoscopic evaluation of swallowing) procedure, and they were unable to white balance the scope (e311 error). The live image was visible, but the recording displayed a green screen. The equipment was switched out to continue. The problem was non-reproducible and had never occurred in the past. There was no patient harm associated with the event.